Event description:
Event description guidant received information that a spike in rate/sense impedance was noted on both the defibrillation and atrial pacing leads. Other lead measurements remain within acceptable values.